Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a leak of blood was observed at the junction of tubing and luer lock in a blood solution administration set during infusion. There is no report of patient/user injury or medical intervention needed in association with this event.